Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator (ins). It was reported that the patient had an infection after the original implant, the device was removed, and re-implanted. It was noted that the lead and ins were removed. There were no further symptoms or complications reported or anticipated.